Manufacturer narrative:
Upon follow up, customer reported no further issues occurred and pump therapy was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently reset unexpectedly. Customer¿s blood glucose level was 98 mg/dl. Customer reverted to using an alternate method of insulin therapy.